Event description:
It was reported to philips that the battery (dom / sn unknown) for the device was no longer charging. It was noted that the battery was estimated to be over three years old at the time of the alleged failure. There was no reported patient involvement.